Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) medicine. (B)(6), md. Office notes. Complaint of abdominal mesh pain. Status post bladder repair and right lower quadrant hernia repair done by dr. Bender 5 years ago. Says she needs a hysterectomy per dr. (B)(6) but he will not be back for 6-8 weeks and she needs to recover sooner than that for her job. Complains of pain beneath her right lower quadrant herniorrhaphy scar. Exam: I am unable to discern any evidence of hernia although she is tender beneath the surgical scar. No radiation of pain toward the groin as may see with ileoinguinal nerve entrapment. Plan: wait for her gynecology procedure and consider wound exploration at that time. She says she may opt to have her surgery done in logan. Weight 272.2 lbs, bmi 47.5. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital. Prenatal ultrasound. Fetal heart rate 153. Estimated due date (B)(6)2013. Ultrasound estimated due date (B)(6) 2013. History: early ob, ? Dates. On birth control. Comment: early ob, intrauterine pregnancy. 8 weeks 1 day. (B)(6) 2012: (B)(6) hospital. Prenatal ultrasound. Fetal heart rate 147. Estimated due date (B)(6) 2013. Ultrasound estimated due date (B)(6) 2013. Estimated fetal weigh 913 grams, 229 grams. Position: breech. Placenta: posterior. Previa: no. Amniotic fluid total 16.9 cm. Single live fetus 26 weeks 0 days. (B)(6) 2013: (B)(6)hospital. Prenatal ultrasound. Indication: kidney obstruction - ? Hernia. Impression: negative renal ultrasound. Right kidney width 120.5, left kidney width 135.4, right kidney height 56.1, left kidney height 61.3. Estimated due date (B)(6) 2013, ultrasound estimated due date (B)(6) 2013. Fetal heart rate 128. Estimated fetal weight 1517 grams, 382 grams. Position: breech. Placenta: posterior. Previa: no. Amniotic fluid total: 20.6. (B)(6) 2013: (B)(6), do. Ultrasound pelvis ¿ non ob complete. Indication: dysmenorrhea. Impression: thickening of the endometrial stripe up to 1.5 cm. Correlation with the patient menstrual cycle recommended. Otherwise normal appearance of the uterus. Normal appearance of the adnexa and ovaries. No free fluid in the pelvis. (B)(6) 2018: [facility ni]. Preadmission assessment. Nurses note. Current some day smoker. The medical records state "neurological history: problems: yes. Right leg due to recalled hernia mesh. Numbness, tingling." Bowel problems: yes. Irregularity. Kidney problems: yes. Cyst on kidney diagnosed by CT scan. The medical records state: "musculoskeletal history: pain in the past several weeks or that limits daily activity: yes. From the hernia mesh." Weight 104 kg, bmi 39.36. (B)(6) 2018: (B)(6) md. Anesthesia record. Asa 2. Regional anesthesia block for postop analgesia. (B)(6) 2018: (B)(6), md, (B)(6), md. Progress notes. Feels great this morning. Ate hamburger at midnight, no nausea/vomiting. Drinking adequate amounts. Pain well controlled. State is better than before surgery. Weight 121.2 kg. Bmi 44.46. Abdomen right upper quadrant incision. Right lower quadrant incision with some dimpling of skin. Obese abdomen. New incisions on left lateral flank have dressings in place. No strikethrough. No erythema. Appropriate post-op tenderness. Meeting all appropriate markers for discharge. Tolerating regular diet, ambulating, and pain is well controlled on by mouth pain medication. States pain is stable and even improved from pre-op. Discharge home. 2 week follow up with dr. (B)(6). (B)(6) 2018: (B)(6) center. Discharge instructions. Diagnosis: recurrent incisional hernia with incarceration; obesity. Discharge activity restrictions: no restrictions. Discharge diet: regular home diet. Discharge disposition: home independently. If condition worsens or can¿t get in to see the doctor, contact the emergency department. Follow up with (B)(6), md in 2 weeks. Call for appointment. Complete medication list: hydrocodone-acetaminophen 1 tabs oral every 4 hours as needed for pain. Senna 1 tabs oral 2 times a day. Patient education materials discussed: laparoscopic/robotic ventral hernia repair. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) office notes. Weight 123.8 kg, bmi 46.85. Noticed bloating pain in right lower quadrant. States occasionally has to push there to help with bowel function. Does have some nausea and occasional difficulty with bowel function. Does earlier report constipation at times has difficulty evacuating. No skin changes other than some dimpling of skin near previous incisions which are worrisome to her. History of obesity and recurrent hernia. Stopping smoking, currently does 3 cigarettes a day. Examination: abdomen; right upper quadrant incision, right lower quadrant incision with some dimpling of skin, obese. CT scan from (B)(6) 17 viewed today. Right lower quadrant on linear semilunaris wasn¿t obvious bulging of the fascia with bowel in it. There is obvious oblique muscles laterally and rectus medially. There may be a very attenuated tissue over the mesh but is definitely very thinned attenuated and appears to be only mesh at the linea semilunaris with recurrent incisional hernia. Assessment/plan: recurrent incisional hernia from open appendectomy. There is gore-tex mesh with metal tacks and obvious bowel involving this area. Has some pain and discomfort. Has some intestinal distress or bowel changes which may be related to this area and hernia. Excise the old mesh deal with any intra-abdominal adhesions primarily repair the hernia and place new mesh. Is to keep working on weight loss and ongoing smoking cessation. The medical records state that ¿she was interested in not having mesh placed¿, ¿her recurrence risk [would] be too high without it in order to do this mesh would need to be placed and we would not use similar mesh to gore-tex.¿ she understands risk of recurrence is higher because of obesity and risk of postoperative infection would be higher related to smoking. (B)(6) 19: (B)(6). Stomach reconstruction after mesh removal. History of: cancer ¿ fibroid tumors uterus. Kidney disease ¿ cysts. Abdominal pain since goretex mesh surgery and has gotten worse over the years. Mesh recalled ¿ removal 2018. Smoker: 5-6 cigarettes/day. Alcohol per week, 1-2. No chance of being pregnant. Number of pregnancies: 4. Live births: 3. Miscarriages: daughter passed away to sids in 2013. (B)(6) 19: (B)(6) [illegible]. History and physical. Severe abdominal pain. Loose skin and fat abdomen. Diet: clean diet last year, kitto [sic] diet. Exercise: 5-6 days cardio, yoga, zumba. Weight 257, bmi 45. Weight has been changing up and down the last year. Examination scars: right lower quadrant status post appy [appendectomy] ¿ pain with palpation. Dimpling: 3. Volume estimates: abdomen: 2000 cc. Waist/flank: right: 1000 cc. Left: 1000 cc. Plan: abdominoplasty, extended. 07/25/19: [vincent surgical arts.] [Illegible.] Pre-anesthesia evaluation. Quit [smoking] 2 months. Bmi 147.7. Asa 3. (B)(6) 19: [vincent surgical arts.] (B)(6) assistant: jess alexander. Preoperative diagnosis: adiposity of the abdomen. Mild rectus abdominus muscle laxity. Dermatochalasis of the abdominal skin. Postoperative diagnosis: same. Procedure performed: abdominoplasty extended. Liposuction to the flanks. Hernia repair. Tumes total: 2000cc. Total removed: 2000cc. Tissue removed: abdomen: 5.77kg. Fat removed: 1000 right flank cc, 1000 left flank cc. Anesthesia: general. Blood loss: approximately 350 cc. Indications: it states in the medical records that ¿[t]his is a 37 year-old female who consulted with me for abdominoplasty with liposuction. On physical examination, the patient was noted to have localized adiposity of the flanks as well as abdominal wall muscle laxity and dermatochalasis of the abdominal skin. In the preoperative consultation, we discussed the risks, complications, and alternative methods of treatment and the expected results should no complications ensue in great detail with the patient. The risk and complications included bleeding, infection, seroma, dog ears, scarring, and need for additional procedures. We discussed all the more common potential complications and explained to the patient that the list of unusual material complications is virtually endless. The patient stated there were no unanswered questions regarding the operative consent form for the procedure, and did provide informed written consent.¿ procedure: it states in the medical records that ¿[t]he patient was transferred to the or where she was placed in the supine position on the operating room table. IV anesthesia was induced, the patient was then prepped and draped in the usual sterile fashion. The incision sites for the liposuction were then each injected with 4cc of 1% lidocaine with 1:100,000 epinephrine. Tumescent was then placed into bilateral flanks. After adequate time had passed for the hemostatic effect of epinephrine, the incisions were made with a #15 blade carefully in the subcutaneous tissue, each approximately 4.0 mm in length. Then utilizing 3mm and 4mm cannulas in a crisscross field fashion in the subcutaneous planes, the fat was symmetrically removed. Great care was taken to avoid any perforation of the underlying muscular fascia. The contours on the table were symmetrical bilaterally in all areas and the skin surface area was very smooth with no evidence of lumps, bumps, or external distortion. The abdominal incisional lines were injected with 16cc 1% lidocaine with 1:100,000 epinephrine. The anterior-superior iliac spine was then identified bilaterally and marked with a sterile marking pen. The midline was then demarcated from the xiphoid to pubic region. Following placement of the skin incision markings, a #10 blade was utilized to incise the skin along the previous marks. Using bovie cautery, dissection was then carried down through scarpa¿s fascia to the rectus fascia. Dissection was then carried out on top of the rectus fascia. The flap was then elevated superiorly and laterally, stopping at xiphoid with care taken to protect the umbilical stalk. Attention was then turned to the umbilicus and, utilizing skin hooks to elevate the umbilicus, an incision was made through the skin around the umbilicus. Dissection was then carried out around the umbilical stalk with a tenotomy and metzenbaum scissors. Attention was then turned back to the abdominal flap, and the flap was carefully elevated around the umbilical stalk at the level of the rectus fascia. Once the stalk was freed, dissection was carried out to the costal margin. A surgical marking pen was used to mark the linea alba of the rectus fascia, above and below the umbilicus, approximately 1 cm on either side of midline. Rectus plication was then carried out in the superior and inferior region with 1-0 nurolon suture, stopping approximately 1 cm from the umbilical stalk, so as not to compromise vascular supply to the umbilical stalk. There was noted to be a large diastasis hernia in the right of the midline. This weas [sic] closed with interrupted 1-0 nurlon [sic]. Exparel 20cc was then administered to the rectus to help with post op pain. The patient was then placed into 30-degrees of flexion. Attention was then turned to the abdominal skin where the umbilical stalk was to be repositioned. The previous outline incision mark was incised through the skin with a #15c blade. Dissection was then carried through the fat with bovie cautery. The underside of the flap in this region was debulked of fat to aid in reposition of the umbilicus. Once this was accomplished, attention as drawn to tailoring of the abdominal flap. A triangular wedge was excised on the right and left sides of the flap. The inferior portion of the abdominal flap was then tailored to fit the inferior horizontal incision. The umbilical stalk was the repositioned and secured in the subcuticular fashion with 3-0 monocryl suture in the deep dermis and a 5-0 surgipro suture for the final closure. Two #10 jackson-pratt drain were then placed in the inguinal region, just lateral and inferior to the midline and secured to the skin with 1-0 nurolon suture. The low transverse incision was then closed with a 1-0 nurolon in the deep dermis 3-0 monocryl in the dermis and skin staples for the final skin closure. The umbilicus was noted to have good perfusion, and was packed using xeroform gauze. The drain was then placed to bulb suction. Tegaderm dressings were then placed over the incision. A mild compression dressing was then placed over the patient¿s abdomen. The patient was then allowed to recover from general anesthesia.¿ needle & sponge count: correct x 2. Complications: none. Drains and packs: two #10 jackson-pratt drains. Disposition: the patient was then taken to the recovery room in stable condition, and she continued to remain in 30-degrees of flexion. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history; h6: conclusion code remains unchanged; h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® emerge plus biomaterial [catalog #, lot #, size ni]. Implant date: (B)(6) 2006, (hospitalization [ni]); on (B)(6) 2006, [facility ni]. Photographs. [Unannotated intraoperative photographs, one includes white fabric-like object]; on (B)(6) 2012, [facility ni]. (B)(6). Office notes: complaint heat exhaustion. Last (B)(6) days nausea and vomiting. History of irregular menses, on birth control pills, last menstrual period june. Recent negative home pregnancy test per patient. Abdominal pain right lower quadrant. Smoking cigarettes (B)(6) daily for (B)(6) years. Weight 238.4 lb. Assessment pregnancy test positive. Rule out pregnancy before further imaging. Rule out ectopic with ultrasound; on (B)(6) 2017, (B)(6) md. Radiology-CT abdomen/pelvis. Mesh present in anterior right pelvis. Ventral bulging at site of mesh, though no frank recurrent hernia is identified. Impression bulging at site of mesh in right lower quadrant, though no extension of abdominal contents beyond mesh identified to suggest recurrent hernia. Ventral bulging is presumed to be postoperative. Lobulated right renal lesion does not appear to enhance and likely represent cyst. Explant date: (B)(6) 2018, (hospitalization (B)(6) 2018); on (B)(6) 2018, (B)(6). Photographs. [Three intraoperative photographs, patient name (B)(6), surgeon name dr. (B)(6)]; on (B)(6) 2018, photos dated (B)(6) 2018 were provided; on (B)(6) 2019, [(B)(6)] [illegible]. Pre-anesthesia evaluation. Quit [smoking] (B)(6) months. Weight 270, bmi 47.7. Asa 3; on (B)(6) 2019, [assigned]: [facility ni]. Photographs. [Three unannotated photographs of female abdomen with extensive postpartum striae, status post abdominoplasty. Photos include a partially healed incision with staples and bilateral inguinal drains containing serosanguineous drainage]; on (B)(6) 2019, [assigned]: fax cover sheet [handwritten]; on 2020, [assigned]: [facility ni]. Photographs. [Unannotated photograph of female abdomen with extensive postpartum striae, status post abdominoplasty, all incisions well-healed]; on (B)(6) 2020, [facility ni]. (B)(6) md. Office notes: chief complaint thyroid issues? Mood. Every day smoker (B)(6) cigarettes per day. Weight 273 lb, bmi 47.60. Abdomen soft, no masses, lower abdominal incision from left to right, due to taking up mesh from hernia repair. And it sounds like they did a bit of an abdominoplasty. Will obtain labs to look for any metabolic causes for weight issues. I told her this is quite unlikely and genetics play a huge role. A potential relationship if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted, that the gore dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: fax cover sheet [handwritten]. To: (B)(6). Fax: (B)(6). (B)(6). Fax: (B)(6). Pages: 17 with cover letter. From: (B)(6). Re: (B)(6) vs. W.l. Gore et. Al. Message: attached please find a copy of the pltf¿s memo in opposition to defendant¿s motion to dismiss being filed today in (B)(6). Also attached are the final medical evals on (B)(6) condition. No further appts are needed, and her condition stable, except they will periodically check her kidney. Thank you. On (B)(6) 2019: (B)(6) clinic-5845. (B)(6), md. Office notes. Chief complaint: I have a complex kidney cyst. History of present illness: was referred by ryan larsen for complex renal cyst. Right abdominal hernia, recalled mesh under lawsuit. CT done 2 years ago in november at mountain medical showed bosniak 2 cyst, slightly larger now. No hesitancy, no urinary tract infection, positive yeast infection, no kidney infections. No allergies, no medications. No genitourinary past surgical history. Review of systems: genitourinary: denies back pain, bedwetting, blood in urine, dribbling, burning on urination, flank pain, hesitancy, kidney failure, kidney infections, kidney stones, leak after voiding, nocturnal enuresis, stones, suprapubic pain, straining to void, urgency, urinary frequency, urinary incontinence, urinary tract infections, urine retention, urologic cancer, urologic surgery, vaginal bleeding, vaginal discharge/problems, and weak stream. Constitutional: denies appetite changes, anorexia, aches and pains, chills, easy bruising, fever, fatigue, generalized weakness, insomnia, night sweats, sleep apnea, swollen glands, weight gain, weight loss. Eyes: denies blind, blurred vision, double vision, glaucoma, pain, worsening eyesight. Allergic/immunologic: denies animal allergies, drug allergies, environmental allergies, food allergies, seasonal allergies. Neurological: denies balance problems, disoriented, dizzy spells, headache, lack of alertness, leg or arm weakness, memory loss, numbness/tingling, stroke, speech problems, tremors. Endocrine: denies diabetes, excessive thirst, pituitary disease, thyroid disease, tired/sluggish, too hot/cold. Gastrointestinal: denies abdominal cramps, abdominal pain, acid reflux, bloody stools, change in bowel habits, constipation, diarrhea, flatulence, hemorrhoids, indigestion/heartburn, irregular bowel movements, nausea/vomiting, rectal bleeding, tarry stools. Cardiovascular: denies chest pain/angina, dyspnea on exertion, edema, heart attack, heart failure, heart murmur, high blood pressure, irregular heartbeat, mitral valve prolapse, orthopnea, pain/cramps hips/legs with exercise, palpitation, skipped heart beats, swelling. Skin: denies persistent itch, boils, pigment change, acne, changing moles, skin rash. Musculoskeletal: denies arthritis, back pain, gout, joint pain, muscle cramps, muscle weakness, neck pain/stiffness. Ears, nose, throat: denies ear infection, sinus problem, sore throat. Respiratory: denies asthma, emphysema-bronchitis, frequent cough, pneumonia, shortness of breath, tuberculosis, wheezing. Hematologic/lymphatic: denies swollen glands, blood clotting problem, bleeding problem, hepatitis, hiv (aids), sickle cell. Psychologic: denies anxiety, depressed, and generally satisfied with life. Weight 258 lbs, bmi 45.0. Exam: overweight, healthy female. [Missing page 3 of 3.] On (B)(6) 2019: (B)(6) medical. (B)(6), md. Radiology-CT renal/urogram ¿ CT abdomen/pelvis without and with IV contrast. Clinical data: renal cyst. Comparison: (B)(6) 2017. Findings: symmetric bilateral renal size and enhancement. The right kidney is slightly ptotic and rotated anteriorly with respect to the left kidney. Right kidney: collecting system: no obstruction or significant hydronephrosis. Parenchyma: the gently lobulated 4.1 x 4.4 x 3.1 cm exophytic hypodensity or the right kidney has hounsfield units of less than 10 on pre-contrast and post-contrast images and was previously 4.0 x 4.2 x 2.9 cm with average hounsfield units less than 20. No new renal lesions are identified. Stones/calcifications: none. Perinephric space: unremarkable. Left kidney: incidental normal-variant retroaortic left renal vein. Collecting system: no obstruction or significant hydronephrosis. Parenchyma: normal appearance. No masses. Stones/calcifications: 0.2 cm calcification of a left upper renal pole calyx. Perinephric space: unremarkable. Bladder: no bladder wall thickening or bladder stones. Visualized lower chest: unremarkable appearance. No focal consolidation, concerning nodules or pleural effusion. Ge junction: small hiatus hernia. Liver: unchanged contour and attenuation without focal abnormality and measures 25 cm craniocaudal (possibly anatomic variant riedel lobe). Gallbladder: previous cholecystectomy. Bile ducts: no dilated intrahepatic or extrahepatic bile ducts. Pancreas: the pancreas is normal in size and density without focal abnormalities. Spleen: the spleen is normal in size and density without focal abnormalities. Adrenal glands: the adrenal glands are unchanged in size and density without focal nodule. Retroperitoneum and mesentery: no pathologic adenopathy. Aorta: nonaneurysmal aortoiliac atherosclerotic vascular calcification. Small bowel and stomach: nonobstructive bowel gas pattern. Large bowel: large bowel is unremarkable without evidence of mural thickening. Appendix: previous appendectomy. Abdominal wall: previous right lower quadrant anterior abdominal wall herniorrhaphy with interval removal of mesh and persistent fat-containing ventral bulge, similar to the previous study, without bowel herniation. Mild diffuse nonspecific subcutaneous edema of the lower anterior abdominal wall without focal drainable fluid collection. Regional skeleton: unremarkable. Reproductive organs: previous hysterectomy. Peritoneum: negative for free intraperitoneal air or free fluid. Other: numerous enlarged bilateral inguinal lymph nodes up to 3.3 x 2.1 cm on the right and 3.1 x 2.2 on the left. Impression: lobulated exophytic right renal cyst has not significantly changed since the previous study. Punctate nonobstructing 0.2 cm kidney stone of a left upper pole renal calyx. Nonaneurysmal aortoiliac atherosclerosis. Previous right lower quadrant anterior abdominal wall herniorrhaphy with nonspecific subcutaneous fat stranding of the lower anterior abdominal wall. Query recent surgery. Nonspecific bilateral inguinal adenopathy. On (B)(6) 2019: (B)(6) clinic-5845. (B)(6), md. Office notes. Chief complaint: I have a complex kidney cyst. History of present illness: (B)(6) is a 37 year-old female established patient who is here for a complex renal cyst. The problem is on the right side. Complex right renal cyst with bosniak 2. Pain on right side may be due to mesh from abdominal hernia repair, constant. Hurts to touch. History: hernia repair. Hysterectomy. Tumor of uterus. Mesh removal ¿ (B)(6) 2018. Mesh reconstruction ¿ (B)(6) 2019. Social history: single. Does not smoke anymore. Has not smoked since (B)(6) 2019. Social drinker. Does not use drugs. Review of systems: genitourinary: denies back pain, bedwetting, blood in urine, dribbling, burning on urination, flank pain, hesitancy, kidney failure, kidney infections, kidney stones, leak after voiding, nocturnal enuresis, stones, suprapubic pain, straining to void, urgency, urinary frequency, urinary incontinence, urinary tract infections, urine retention, urologic cancer, urologic surgery, vaginal bleeding, vaginal discharge/problems, and weak stream. Constitutional: denies appetite changes, anorexia, aches and pains, chills, easy bruising, fever, fatigue, generalized weakness, insomnia, night sweats, sleep apnea, swollen glands, weight gain, weight loss. Eyes: denies blind, blurred vision, double vision, glaucoma, pain, worsening eyesight. Allergic/immunologic: denies animal allergies, drug allergies, environmental allergies, food allergies, seasonal allergies. Neurological: denies balance problems, disoriented, dizzy spells, headache, lack of alertness, leg or arm weakness, memory loss, numbness/tingling, stroke, speech problems, tremors. Endocrine: denies diabetes, excessive thirst, pituitary disease, thyroid disease, tired/sluggish, too hot/cold. Gastrointestinal: denies abdominal cramps, abdominal pain, acid reflux, bloody stools, change in bowel habits, constipation, diarrhea, flatulence, hemorrhoids, indigestion/heartburn, irregular bowel movements, nausea/vomiting, rectal bleeding, tarry stools. Cardiovascular: denies chest pain/angina, dyspnea on exertion, edema, heart attack, heart failure, heart murmur, high blood pressure, irregular heartbeat, mitral valve prolapse, orthopnea, pain/cramps hips/legs with exercise, palpitation, skipped heart beats, swelling. Skin: denies acne, boils, changing moles, persistent itch, pigment change, skin rash. Musculoskeletal: denies arthritis, back pain, gout, joint pain, muscle cramps, muscle weakness, neck pain/stiffness. Ears, nose, throat: denies sore throat, ear infection, sinus problem. Respiratory: denies asthma, emphysema-bronchitis, frequent cough, pneumonia, shortness of breath, tuberculosis, wheezing. Hematologic/lymphatic: denies swollen glands, blood clotting problem, bleeding problem, hepatitis, hiv (aids), sickle cell. Psychologic: denies anxiety, depressed, and generally satisfied with life. Impression: cyst of kidney, acquired, stable. Plan: letter(s): created for patient: clinical summary. Billing summary: created. Notes: the patient is here for follow-up of right renal cyst with pain on the right side. He [sic] will follow-up prn [as needed] pain or in 6 months for a CT scan with and without IV contrast with renal mass protocol. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® emerge plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the investigation summary field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1930, 1994, 2091, 2146, 2240, 2330, 2422 and 3191 is being used for statements from the lawsuit complaint, which include ¿pulling¿; ¿¿lesions on the kidney, hysterectomy and the possible death of her infant daughter¿; ¿[the patient] has suffered lost wages and lost earning capacity¿; ¿[the patient] will also require future medical care.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: the lawsuit filed on (B)(6), 2019 alleges a gore® dualmesh® emerge plus biomaterial was implanted on (B)(6), 2006. Product identification records were not provided. Records provided include intraoperative photos at the time of the alleged implant as well photos at the time of explant and post-op. Intraoperative implant photo supports that the device is not an ¿emerge¿ device but would support it is a gore® dualmesh® biomaterial or gore® dualmesh® plus biomaterial device. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 9/11/06 and 4/17/09 were not provided. (B)(6) : (B)(6) family care & obgyn. (B)(6) md. Office notes. Chief complaint: was here last week for second opinion on hysterectomy. Complaint of abdominal pain rated 8/10. Patient states she thinks her cycle is off. History present illness: g2p2002 with history of severe dysmenorrhea and irregular menses, pain is severe and constant. 2 periods a year, undesired future fertility. Past medical history: polycystic ovary syndrome (pco), no history sexually transmitted disease (stds), abnormal pap 3-4 years ago; follow up pap normal. Past surgical history: appendectomy; open, cholecystectomy, hernia repair. Exam: bp 138/90. Abdomen: scar from open appendectomy. Assessment: g2p2002 with pcos and severe dysmenorrhea and pelvic pain. Plan: laparoscopy and d&c. (B)(6) 2009: (B)(6) hospital. (B)(6), md. Operative report. Name of surgery: laparoscopy and lysis of adhesions. Preoperative diagnosis: severe dysmenorrhea, oligomenorrhea, possible endometriosis, previous hernia repair with mesh. Postoperative diagnosis: severe dysmenorrhea. Oligomenorrhea. Previous hernia repair with mesh. Fibroid uterus. Pelvic adhesions. Estimated blood loss: minimal. Complications: none apparent. Surgeon: (B)(6) md. Assistant: (B)(6) md. Brief history present illness: patient is a g2, page [sic] 2, 002 with severe dysmenorrhea and irregular menses for the last two years which had progressively gotten worse. Risks, benefits and alternatives of surgery were discussed with the patient and all questions were answered. She desired to proceed with surgery. Procedure: ¿she was taken to the operating room and placed in the dorsal supine position. She was given general anesthesia and placed in allen stirrups. Exam under anesthesia was done which found an 11-weeks size anteverted uterus. A weighted speculum was placed. The cervix was visualized and grasped with a single-toothed tenaculum and a hemi-uterine manipulator was then placed. The bladder was in-and-out cathed. We then because of her previous surgeries made and [sic] incision in the right upper quadrant, and a 12mm port was placed. Upon finding the peritoneum and fascia, the pneumoperitoneum was obtained with co2 cath, and two 5mm lateral ports were then placed. There were some significant adhesions that were present on the anterior abdominal wall, and using bipolar cautery this was taken down. A probe was placed. We did not see any signs of endometriosis. The uterus did look enlarged and appeared to have kind of an outward appearance of adenomyosis with what looked like maybe an anterior fibroid. The ovaries were within normal limits. Posterior cul-de-sac was then carefully inspected, as well as the tubes, uterus and ovaries. I did not see any signs of endometriosis. We then finished the procedure. The ports were removed. There was no bleeding from the sites. The fascia was closed at the l0mm port with 0-vicryl. The skin was closed with staples. Manipulator was moved. There was no bleeding from the cervical site, and patient was taken to the recovery room in stable condition. Lap instruments and sponge count were correct x 2. No complications. Addendum: after placing the uterine manipulator, a uterine curettage was done to evaluate for possible adenomyosis. Scrapings were sent to pathology.¿ records between 4/27/09 and 9/25/11 were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Emergency room note. Chief complaint: right lower quadrant pain. History present illness: has had incisional hernia from prior appendectomy repaired with mesh on right side. Bothering her on and off 8-9 months, today has marked increase in pain and having numbness/tingling in groin, pins-and-needles sensation over right lower quadrant. Better when lays down. Exam: bp 146/94; prior to discharge 144/97. Abdomen obese, soft, mild discomfort right lower quadrant. When stands, right side is more protuberant, no obvious hernia defects. Lab/x-ray evaluation: ultrasound reveals questionable disruption of the mesh and possible re-herniation around the mesh. Assessment/plan: right lower quadrant pain and possible recurrent hernia. We discussed anti-inflammatory usage including even the possibility of a prednisone taper. The patient is concerned about weight gain as she has been working hard to lose weight. I will await the official report from the radiologist, but if she has disruption of the mesh or re-herniation, we will let the patient know and the next step would be consideration for further surgical evaluation. (B)(6) 2011: (B)(6) hospital. (B)(6). Radiology-us abdomen ltd. Reason for procedure: right lower quadrant (rlq) pain, history of incisional hernia. Impression: no evidence of recurrent hernia. (B)(6) 2012: (B)(6) md. Prenatal records. History present illness: complaint of last menstrual period (B)(6) 2012. Unplanned pregnancy- was on ocp for polycystic ovaries and didn¿t think she would be able to conceive. Had hysterectomy scheduled for earlier this summer and cancelled it; wants bilateral tubal ligation (btl). Exam: weight 245. Abdomen soft, nontender. Past surgical history: hernia repair-right lower quadrant with mesh, appendectomy, cholecystectomy. Social history: current every day smoker; down to 1-2 cigs per day. Alcohol: yes; prior to finding out about pregnancy. Complaint of abdominal pain right lower quadrant, pain, burning, [] mesh issue. (B)(6) 2012: (B)(6) md. Prenatal records. Complaint of abdominal pain. No radiation, burning, right side around hernia/mesh site. (B)(6) 2012: (B)(6) md. Prenatal records. Trace urine albumin. Edema 1+. (B)(6) 2012: (B)(6) md. Prenatal records. Complaint of abdominal pain right lower quadrant. Feels like hernia getting worse. Burning sensation after coughing fit. Complaint of constipation frequent, complaint of blood in stool once. 1+ urine albumin. (B)(6) 2013: (B)(6) md. Prenatal records. Quit working at bar as was having too much rlq pain, now improved. Complaint of abdominal pain rlq, worse with movement; radiates into vagina. Abdominal distension rlq, thinks previous hernia repair getting bigger. Increased urge to defecate. Complaint of lower leg varicose veins and diffuse swelling but not on left; some numbness. 2+ edema; right. (B)(6) 2013: (B)(6) md. Prenatal records. Intermittent rlq pain, [] from hernia, exp. Mgmt. For now. Trace urine albumin; 2+ edema. Discussed pushing fluids and keeping feet elevated, watch for other pih signs and symptoms. (B)(6) 2013: (B)(6) hospital. Emergency room note. Chief complaint: headache and increased blood pressure (35 wks gestation). History present illness (hpi): started at 4pm; sides and back. Pain 6/10. Reports she checked her blood pressure at home and it was 159/91. Social history: smoking status; current, 7 cigs/day. Exam: reflexes within normal limit (wnl), fht¿s 130¿s per doppler. Impression: iup, headache. Ua protein negative. Plan: dr. (B)(6) notified, status of patient reviewed with md. Follow up with dr. (B)(6) tomorrow. Discharged in stable condition. Unavailable records: for results of the vaginal culture for group b strep was not provided. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Emergency room note. Chief complaint: cramping and vaginal pressure. Hpi: 36-3/7 week gestation. Presents with increasing cramping and vaginal pressure along with swelling of her vaginal area. The patient has been under a significant amount of stress; (B)(6) 2013 she brought her nephew into the hospital who required intubation, chest tube, transfer to (B)(6) medical center. She has been down there quite a bit, staying up all night and sleeping in her car, has had a lot more activity and standing than usual. Does have frequent urination. Started approximately 10-hours-ago with increasing crampy-type sensation, some pinkish discharge, thought she lost her mucous plug. Exam: bp 129/80. Fetal heart tones are in the 120-160 range with good long-term variability. No obvious contractions seen on the monitor or palpated. Cervix is 1-2 cm, 50% effaced, fetal head is floating. Extremities revealed 3+ edema. Ua is negative with trace protein. Assessment: 36-3/7 week intrauterine pregnancy with vaginal pressure. ER course: I discussed with the patient that I felt that since she does not appear to be in a labor pattern and her cervix has not changed from her visit on (B)(6) 2013, and given the fact that her urine was negative that we could discharge her home. I feel a lot of this is stress related, and an alteration in her usual activity level including a component of sleep deprivation. She will go home and try and rest and keep her feet up. Of note, her group b strep is negative. (B)(6) 2013: (B)(6) hospital. Lab. Ua: protein trace (normal: negative). (B)(6) 2013: (B)(6) hospital. (B)(6) md. Office notes. Chief complaint: presents for non-stress test and further evaluation. Hpi: called stating she was having a lot of right lower quadrant abdominal pain which is getting worse. Only time she feels good is when curled up in a fetal position. The swelling had not gone down, and she has not been able to get much sleep. Fetal movement has been reduced. Her blood pressure was 148/84, and then 152/92, and she is just not feeling well. Exam: bp 155/86, prior to discharge 136/75. Oxygen sat 93-95% on room air. Abdomen tender in the right lower quadrant where we have had chronic pain from where mesh has been placed in the past. Fetal heart tones 120-160 range, with adequate reactivity and no decelerations. No uterine contractions. Cervix 2-3cm and 75% effaced, -2, and no change from her visit on (B)(6) 2013. Extremities 3+ pitting edema. Lab evaluation: platelets were 191,000. Chemistry panel is within normal limits including a normal creatinine of .4, normal lft¿s with the exception of a minor elevation of alk-phos of 133, uric acid normal at 4.1. Assessment: 38-2/7 weeks intrauterine pregnancy with right lower quadrant pain secondary to previous hernia repair, peripheral edema, borderline hypertension. Plan: I feel that fetal wellbeing is good. There is no evidence of pih or eclampsia at this time. The cervix is unchanged. I feel most of her symptoms are related to not sleeping and the right lower quadrant pain from where the mesh is. She will call if there are any problems. Otherwise, she will follow up as scheduled on (B)(6) 2013, at which point we will be discussing possible induction due to the peripheral edema and the worsening abdominal pain. (B)(6) 2013: (B)(6) hospital. Lab. Cbc: hgb 12.4 (l=12.0 h=16.0), hct 38.3 (l=36.0 h=46.0), platelets 167 (l=130 h=400). (B)(6) 2013: (B)(6) hospital. (B)(6) md. Delivery note. Brief history: gravida 4, para 2 012, edc of 03/20/13- confirmed by 8-week ultrasound. Presents for elective arom induction. The patient¿s prenatal course has been complicated by persistent and worsening right lower quadrant pain at the site of a prior ventral hernia repair with mesh. She has also had progressively worsening peripheral edema towards 3-4+ at this time. Urine has been trace or negative for protein. Blood pressure has fluctuated on occasion, but typically has been in the 130¿s systolically. Full labs 2-days-ago including cbc, cmp, uric acid and ua were within normal limits. It was felt that given the fact that we are now at 39-1/7 weeks, and the fact that she is having worsening peripheral edema and pain that induction at this time was warranted. Labs: group b strep is negative. First stage of labor: lasted 2-hours, 57 minutes, and was marked by assisted rupture of membranes with return of clear fluid. Waited several hours, but only had occasional erratic contractions. Started pitocin augmentation. When she was approximately 5cm, epidural anesthesia performed. She fairly quickly progressed to complete dilation. Fetal heart tones were in the 120-160 range with adequate long-term variability. Occasional variable decelerations, but nothing that was too concerning or that required any corrective measures. Second stage of labor: lasted 10-minutes, and was marked by delivery in the loa position of a female infant weighing 7-pounds, 15-ounces, with apgars of 6 and 7 at 1 and 5-minutes respectively. There was no nuchal cord. 3-vessel cord. Third stage of labor: lasted 4-minutes, simple expression of the placenta with a 3-vessel cord. She did have some fairly brisk bleeding, but this stopped with aggressive fundal massage. Estimated blood loss was 300cc. At the time of this dictation, mother and infant are doing well. The infant has nursed well. We will watch for postpartum bleeding. (B)(6) 2013: (B)(6) hospital. Labor and delivery summary. Membranes ruptured: arom, 0732. Onset of labor: 1110. Complete dilation: 1603. Delivery of infant: 1613. # of vaginal checks to delivery: 6. Total labor time: 5-27 [hours-minutes]. 1 min apgar: hr 2; resp effort 1; reflex stim 1; muscle tone 2; color 0. Total 1 min apgar: 6. 5 min apgar: hr 2; resp effort 1; reflex stim 2; muscle tone 2; color 0. Total 5 min apgar: 7. Weight: 7 lbs, 15 oz. Cord: 3 vessel. Resuscitation: blow by, stimulation. (B)(6) 2013: (B)(6) hospital. Delivery room worksheet. Risk factors in this pregnancy: none. Infections present and/or treated during this pregnancy: none. Method of delivery: vaginal/spontaneous. Abnormal conditions of the newborn: none. Congenital anomalies of the newborn: none. (B)(6) 2013: (B)(6) hospital. Lab. Cbc: lab. Cbc: hgb 11.9 l (l=12.0 h=16.0), hct 35.6 l (l=36.0 h=46.0), platelets 155 (l=130 h=400). (B)(6) 2013: (B)(6) family care and ob/gyn. (B)(6) md. Office notes. Chief complaint: would like to discuss options for tubal ligation and/or hysterectomy. Hpi: desires btl. Prior to getting pregnant, had laparoscopy 7/12 for lysis of adhesions and pelvic pain. 11 cm sized fibroid uterus. Appearance of adenomyosis which is consistent with pain she was having relating to menses and abaiting with pregnancy. No signs of endometriosis. Pain had been requiring narcotics and nsaids. Past medical history: dysmenorrhea, abnormal uterine bleeding, pelvic adhesions. Past surgical history: cholecystectomy, appendectomy, ovarian cystectomies, laparoscopy and d&c (B)(6) 2012, hernia repair with mesh. Sh: occ tobacco, ½ pack or less since age 18. Occasional etoh. Exam: wt 244 lb, 6 oz, bmi 42.6. Bp: 153/95. O2sat: 93%, room air. Abdomen soft, nt [nontender], 11-12 week size uterus, no masses, whitish d/c. Assessment/plan: schedule for total laparoscopic hysterectomy and bilateral salpingectomy. Desires ovarian conservation. Risks, benefits, alternatives of surgery, discussed. Pt desires to proceed with surgery. Records between 4/16/2013 and 11/30/2017 were not provided. Unavailable records: for operative report for hysterectomy were not provided. Unavailable records: for CT scan showing ¿recurrent incisional hernia¿ were not provided. (B)(6) 2018: (B)(6)medical center.(B)(6) md. History and physical. Hpi: presents for evaluation of rlq abdominal pain and hernia. Had open appendectomy in 2005 w/ excision of ruptured ovarian cyst and rlq incision. Open cholecystectomy in 2002; developed incisional hernia and underwent laparoscopic repair in 2006 w/ gore-tex and metal tacks. Then underwent robotic hysterectomy in 2014. Had seen a surgeon and had plans to go back and redo hernia in 2012 but during workup was found to be pregnant. Delivered the child but it succumbed to sids. Noticed bloating pain in rlq; states occasionally has to push there to help w/ bowel function. Does have some nausea and occasional difficulty w/ bowel function. Does earlier report constipation at times has difficulty evacuating. Some dimpling of the skin near previous incisions; worrisome to her. Pmh: recurrent hernia, obesity. Social history: stopping smoking, currently 3 cigarettes/day. Alcohol twice a month. Exam: abdomen; ruq incision, rlq incision w/ some dimpling of skin. Obese abdomen. CT scan from 11/30/17 viewed today. Rlq on linea semilunaris wasn¿t obvious bulging of fascia w/ bowel in int. Obvious oblique muscles laterally and rectus medially. May be very attenuated tissue over the mesh but is definitely very thinned attenuated and appears to be only mesh at the linea semilunaris w/ recurrent incisional hernia. Impression/plan: recurrent incisional hernia from open appendectomy. There is gore-tex mesh w/ metal tacks and obvious bowel involving this area. The plan would be to fix her hernia and reapproximate her linea semilunaris. Explained if skin dimpling from previous incisions were issue, need to see plastic surgery for abdominoplasty or large skin excision. I think we can do repair laparoscopic w/ robotic assistance. Would excise old mesh, deal w/ any intra-abdominal adhesions, primarily repair the hernia, then place new mesh. She understands that mesh would be needed given her obesity; risk of recurrence is high. Is to keep working on weight loss, smoking cessation. She was interested in not having mesh placed; recurrence risk too high without it, in order to do this, mesh would need to be placed and we would not use similar mesh to gore-tex. Understands would not deal w/ any skin at this time. Recommend continued smoking cessation; understands risk of postoperative infection would be higher. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: recurrent right lower quadrant incisional hernia with mesh and partial small bowel obstruction symptoms. Procedure: laparoscopic robot assisted removal of previous mesh and evaluation of attenuated fascia. Anesthesia: gen. Endotracheal anesthesia. Implants: none. Specimens: none. Ebl: less than 10 cc. History: ¿(B)(6) is a 35-year-old female who underwent open appendectomy which resulted in an incisional hernia. This was repaired with gore-tex mesh and metal tacks. She¿s had chronic pain partial bowel obstruction symptoms and a scan was concerning for a hernia. She is brought to the operating room for mesh extraction and recurrent hernia repair.¿ findings: ¿there were adhesions to the viscera as well as to the abdominal wall involving the mesh. Once the mesh was removed there is actually eventration of the fascia but no true defect that could be primarily suture repaired.¿ procedure: ¿after informed consent had been obtained the patient was brought to the operating room, placed in the supine position in the operating room table. Bilateral lower extremity scds were placed and perioperative IV antibiotics were administered. After appropriate induction of general endotracheal anesthesia the patient¿s abdomen was prepped and draped in the usual standard fashion and a timeout procedure was performed to verify the patient, the procedure, and all the required operating room staff were present and in agreement. Local anesthetic was injected into the left palmer¿s point location. An 8 mm transverse incision was made. We placed the veress needle into the abdomen and confirmed this placement with saline drop test. We then obtained pneumoperitoneum with high flow insufflation and opening pressure was 7 mmhg. After adequate pneumoperitoneum the veress needle was withdrawn and a 5 mm optical view trocar was placed into the abdomen. There were no signs of iatrogenic injury. We then placed 2 additional 8 mm robotic trochars. These were each 8 centimeters away from each other along the left lateral side of the abdomen and at least 12 cm away from the fascial edge. These 2 trochars were placed after injection scan of local anesthetic transverse incision and placement of trochars under direct visualization without injury. We then replaced a 5 mm optical view trocar for a 8 mm robotic trocar. We then brought the robot into the field and docked. I then unscrubbed and went to the console. There were adhesions to the gore-tex mesh the right lower quadrant involving the small bowel and large bowel. These were taken down carefully with scissor [sic]. Once these were taken down we then examined the mesh. It was lying quite flat with metal tacks. It was well incorporated as well. Due to her chronic symptoms we took down this mesh with bovie electrocautery and sharply. We placed a 12 mm left lower quadrant port. Once the mesh was fully taken down we placed it into a endo catch bag. We carefully examined that area and there was an eventration of the fascia but not a true fascial defect. My partners dr. Robert price tip to [sic] the room and is well agreed that there is not a true defect. I tried desufflated the abdomen to pressure of 5 to see if anything would bring them together but it would not. She had an eventration of the area did not [sic] another true hernia. I elected not to place more mesh as it would just lying [sic] eventration and not be really beneficial. If she develops a suture hernia at that site and she would, I think would need an open repair through that right lower quadrant incision. We removed the endo catch bag and mask the 12 mm quad lower quadrant incision. I then closed this defect with an interrupted 0 vicryl suture placed robotically. The single needle was removed from the abdomen. We desufflated the abdomen, removed the robotic trochars. The skin incisions with 4-0 monocryl steri-strips gauze and tegaderm were applied. Tapp blocks were placed by anesthesia preoperatively. The patient was awakened and transported to the postoperative anesthesia care unit in a stable condition. Sponge, instrument and needle count were correct x2. Wound classification was clean.¿ records between 1/30/2018 and 3/27/19 were not provided. (B)(6) 2019: (B)(6) hospital. (B)(6) md. Radiology- us retroperitoneal. Indication: f/u rt kidney lesion. Impression: hypoechoic lesion at the superior pole the right kidney with internal septation, likely representing a cyst but incompletely characterized on this examination. Dedicated CT with and without contrast is recommended for further evaluation. (B)(6) 2019: (B)(6) hospital. (B)(6) md. Radiology-CT abd/pelvis w/wo contrast. Indication: 36-year-old female with a cystic lesion in the right kidney. CT is performed for further evaluation. Impression: 4.4 x 2.8 x 3.3 cm mildly lobulated minimally complex right renal cyst arising from the posterolateral midpole right kidney as described above. This is most compatible with a bosniak 2 f cyst. Recommend follow-up renal protocol CT with and without contrast in 6 months. Remainder of the right kidney is unremarkable. No other cystic lesions or suspicious renal masses. Tiny 2 mm nonobstructive renal stone upper pole left kidney. Otherwise, normal left kidney. No cysts or renal masses in the left kidney. Moderate sized right lateral ventral abdominal hernia (spigelian hernial containing mesenteric fat, cecum and proximal right colon without evidence of bowel obstruction, bowel inflammation or incarceration of bowel). No bowel obstruction or bowel inflammation. No free air, free fluid or fluid collections. Cholecystectomy and hysterectomy. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: [facility ni]. (B)(6) , pa-c. Office notes. Presents to inquire about possible polycystic ovarian syndrome; last several years had problems with facial hair, had 6-month period last year where did not have menstruation. Complains of weight gain, weight 243. Believes on her previous ultrasound, they did see ¿cysts on her ovaries¿. Denies pelvic pain. Impression: menstrual disorders. Pelvic ultrasound pending. On (B)(6) 2008: (B)(6) memorial hospital. (B)(6) , md. Radiology ¿ ultrasound pelvis. Impression: essentially negative, limited evaluation of pelvis with no gross abnormality appreciated. On (B)(6) 2008: [facility ni]. (B)(6) , md. Office notes. Right lower quadrant pain (B)(6) 2008; emergency room; ultrasound 8/2 reportedly negative for cyst or free fluid per patient. History of laparoscopic hernia repair with mesh right lower quadrant; wonders if recent pain related to that; bulges somewhat. Thinking she has lost 40 lbs. In past few months by diet/exercise; denies medications. Weight 225.4. Abdomen: soft, right lower quadrant tenderness almost in inguinal region; with standing, slight bulging over where mesh is. Hernias: none. Impression/plan: abdominal pain right lower quadrant. Expectant management, possible adhesions. On (B)(6) 2008: [facility ni]. (B)(6) , md. Office notes. Last menstrual period 2 weeks ago, still bleeding, heavier than normal, longer than normal; has bled a full month before. Complains of abdominal pain right lower quadrant burning and concerned about recurrent hernia. Abdomen: soft, no guarding or rigidity, no masses felt, tenderness mild right lower quadrant but no fascial defects palpated. Impression: polycystic ovarian disease, abdominal pain right lower quadrant. Plan: start metformin, continue spironolactone. Discuss possibility of scar tissue but probably not recurrent hernia at this time. Could inject; patient declined. On (B)(6) 2008: [facility ni]. (B)(6) , pa-c. Office notes. Presents with cough; coughing until gagging. Impression: bronchitis. On (B)(6) 2012: [facility ni]. (B)(6) , md. Telephone encounter. Reason: nausea. Unable to keep anything down, would like something to help with nausea and stop throwing up. Start ondansetron. On (B)(6) 2012: [facility ni]. (B)(6) , md. Telephone encounter. Reason: severe morning sickness. Reports ¿I am puking till my nose bleeds, can¿t keep down anything!¿ start promethazine. On (B)(6) 2012: [facility ni]. (B)(6) , md. Office notes. Abdomen: right lower quadrant with firmness, slightly tender mass over previous mesh site. On (B)(6) 2012: [facility ni]. (B)(6) , md. Office notes. Abdomen: bulging right lower quadrant when standing. Symptomatic treatment as needed; ultrasound didn¿t reveal any obvious abdominal wall defect. On (B)(6) 2013: [facility ni]. (B)(6) , md. Office notes. Abdomen: increased ¿bulging¿ right lower quadrant, question if recurrent hernia or just mesh protruding. Tenderness right lower quadrant. Plan: ultrasound doesn¿t show obvious hernia recurrence. On (B)(6) 2013: [facility ni]. (B)(6) , md. Telephone encounter. Message: terrible cough; coughed so hard is pooping fresh blood. Has to hold side when coughs. Action: can use promethazine dm; sent. On (B)(6) 2013: (B)(6) laboratories ¿ (B)(6) hospital. Microbiology. Prenatal strep screen. Specimen description: vaginal. Result: no beta hemolytic streptococci isolated. On (B)(6) 2013: [facility ni]. (B)(6) , md. Office notes. Antepartum. Complains of edema, abdominal pain right lower quadrant worsening. Heartburn at night. Nausea for 1 week with vomiting. For 2 days bright red bleeding per rectum. Weight 268.4, bmi 46.79. Abdomen: soft, no guarding or rigidity, no masses felt. Tenderness right lower quadrant, moderate. Plan: abdominal pain might be indication to induce but want to try to get to 39 weeks. No signs of pregnancy induced hypertension but concerned with edema. If worsens or other signs/symptoms develop will need to consider induction. On (B)(6) 2013: [facility ni]. (B)(6) , md. Office notes. Complains of cramping; increasing frequency, more intense. Abdominal pain right lower quadrant. Plan: given persistent 3 plus pedal edema and ongoing right lower quadrant [pain] from previous hernia repair, discussed induction. Worried about impending pregnancy induced hypertension given occasional blood pressure irregular and edema. Currently 39 weeks; do not feel benefit to waiting. Agreed to artificial rupture of membranes in morning. On (B)(6) 2013: [facility ni]. (B)(6) , md. Office notes. 10 days post-partum. Bleeding diminished but foul smelling x1 week, slight suprapubic tenderness. Impression: post-partum, endometriosis. Plan: clinically concerned about mild infection. Start amoxicillin-clavulanate [antibiotic]. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Complains of weight gain 30 lbs. Since daughter died. Prior to pregnancy was about to have hysterectomy for bleeding, pain. Bleeding getting heavier, similar to before. Weight: 272.2, bmi 47.46. Impression: abdominal pain right lower quadrant. Question if genitourinary related or from weight and previous hernia repair. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Pelvic pain right side, menorrhagia. Here for biopsy to determine if ablation or hysterectomy next step. History of endometriosis. Plan: pap obtained and endometrial biopsy obtained without complications. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Complains of pelvic pain for 2 days, fever. Vaginal hysterectomy (B)(6) 2014; felt better after surgery. Patient understanding of pathology is uterus was inflamed and possible adenomyosis by description. On levaquin for 1 week postoperative. Laparoscopic sites well healed. Plan: slight leukocytosis. Start amoxicillin-clavulanate. On (B)(6) 2014: [facility ni]. Lab. Wbc 12.0, high. On (B)(6) 2019: [facility ni]. (B)(6) , md. Telephone encounter. Having troubles with kidney. Has been diagnosed with cysts in past, thinks they are now bothering her. Having severe lower back pain at times. On (B)(6) 2019: (B)(6) internal medicine. (B)(6) , md. Office notes. Right kidney cyst evaluation. History of incisional hernia after appendectomy status post mesh placement, hysterectomy, found to have cyst on right kidney (B)(6) 2019. Impression/plan: reviewed CT and ultrasound from (B)(6) 2019. Recommend follow up with urologist. Follow up CT now. On (B)(6) 2019: (B)(6) medical. (B)(6) , md. Radiology ¿ CT abdomen/pelvis; CT renal/urogram. Indication: renal cyst. Comparison: (B)(6) 2017 CT abdomen/pelvis. Findings: abdominal wall: previous right lower quadrant anterior abdominal wall herniorrhaphy with interval removal of mesh and persistent fat-containing ventral bulge, similar to previous study, without bowel herniation. Mild diffuse nonspecific subcutaneous edema of lower anterior abdominal wall without focal drainable fluid collection. Impression: right renal cyst not significantly changed. Punctuate non obstructing 0.2 cm kidney stone left upper pole renal calyx. Previous right lower quadrant anterior abdominal wall herniorrhaphy with nonspecific subcutaneous fat stranding of lower anterior abdominal wall. Query recent surgery. Nonspecific bilateral inguinal adenopathy. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated brand name. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(4) is being used for statements from the lawsuit complaint, which include ¿pulling¿; ¿¿lesions on the kidney, hysterectomy and the possible death of her infant daughter¿; ¿[the patient] has suffered lost wages and lost earning capacity¿; ¿[the patient] will also require future medical care.¿ product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of the operative note and are as follows: operative note records dated (B)(6) 2006 indicate the patient underwent ¿laparoscopic incisional hernia repair with mesh.¿ indications state: ¿the patient is a (B)(6)-year-old woman who presents one year after open appendectomy with an incisional hernia through her right lower quadrant incision. She is significantly overweight, with a body weight of approximately (B)(6) and a height of 5¿5¿.¿ the (B)(6) 2006 operative note states: ¿a 2cm incision was made through the supraumbilical skin fold and deep in through the subcutaneous tissues, fascia and peritoneum under direct vision. We placed a hasson canula into the peritoneal cavity. It was then inflated with co2 gas to a pressure of 15mm mercury and diagnostic laparoscopy was carried out. First, it was noted there was no injury to any of the intraabdominal organs or blood vessels during this procedure of gaining access to the peritoneal cavity and creating the pneumoperitoneum.¿ the (B)(6) 2006 operative note continues: ¿next, under direct vision two 5mm trocars were placed, one in the suprapubic area and one in the right upper quadrant. There were adhesions of the omentum to the hernia sac. This was taken down with cautery and laparoscopic scissors. We measured the hernia defect and saw that it measured approximately 8cm x 11cm. We custom tailored a gortex [sic] dual mesh truss [sic] to overlap this defect by 3cm circumferentially. We placed 0-prolene sutures on each of the corners, rolled the mesh and placed it into the peritoneal cavity using a no-touch technique.¿ the (B)(6) 2006 operative note states: ¿we unfurled the mesh. We used a gortex [sic] suture passer to make a small nick in the skin at the four corners, corresponding to the four corners on the mesh, and we grasped the previously tied 0-prolene sutures over a fascial bridge and tied them down securely. We were happy that the mesh covered the hernia defects well, and was not redundant or too tight. We then placed four additionally placed 0-prolene sutures between the previous marks, to completely secure the mesh in eight different locations with the 0-proleme sutures in an identical manner." The (B)(6) 2006 operative note continues: ¿we had good coverage of all the areas we wanted to cover. The brown side of the mesh was down. The corduroy side was up against the abdominal wall. In addition, we overlapped the right internal ring area where there was dilated opening which could have caused a hernia in the future. We then used a tacker device at 1-2cm intervals to anchor the edge of the mesh up so that it could not adhere to the bowel and/or bowel could not slip up underneath it. Being satisfied with this and inspecting all the operative areas, there was no bleeding identified from operative area or from the trocar sites. As we removed the trocars, we then removed the gas completely from the abdomen. The wounds were closed in layers with absorbable sutures, steri-strips were placed occlusive dressings were placed¿¿ records after (B)(6) 2006 detailing the patient¿s postoperative course were not provided. Photos dated (B)(6) 2018 were provided; however, medical records dated (B)(6) 2018 were not provided. It should be noted that the dualmesh® emerge plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore in a lawsuit complaint that a patient underwent incisional hernia repair on (B)(6) 2006 whereby a ¿gore-tex dualmesh emerge plus biomaterial¿ was implanted. The complaint states the patient ¿was a healthy (B)(6) year old mother of two when she received the gore-tex dual mesh on (B)(6) 2006.¿ ¿plaintiff received the mesh due to an appendectomy with an incisional hernia through her right lower quadrant incision from a prior surgery.¿ a two-page operative note dated (B)(6) 2006 was attached as exhibit 'a' to the lawsuit complaint. The lawsuit complaint states that ¿since the time of the hernia mesh implant, [the patient] experienced excessive pain, burning, pulling and swelling from the surgery.¿ ¿exhibit ¿b¿ photos of the gore-tex dual mess [sic] implanted with metal tacks¿ were provided. Records detailing the patient¿s postoperative course were not provided. The lawsuit complaint states: ¿in 2012, [the patient] was pregnant with her third child. The baby was delivered normally, but mysteriously died nine weeks later.¿ ¿in 2014, [the patient] was diagnosed with uterine cancer and received a hysterectomy.¿ the lawsuit complaint further states that ¿on (B)(6) 2017, [the patient] received a CT scan of her abdomen and pelvis. The CT report showed the mesh was present in the anterior right pelvis and there was a ventral bulging at the site of the mesh. A lobulated right renal lesion also appeared on the CT scan.¿ the lawsuit complaint alleges that the gore dual mesh was removed on (B)(6) 2018. The lawsuit complaint further alleges that, "the preoperative diagnosis was recurrent right lower quadrant incisional hernia with mesh and partial small bowel obstruction symptoms. The postoperative diagnosis was the same.¿ medical records dated (B)(6) 2018 were not provided. The lawsuit complaint further states: ¿there was [sic] adhesions to the viscera as well as to the abdominal wall involving the mesh at the right lower quadrant involving the small bowel and large bowel. The hernia mesh was then removed, which was noted that it was well incorporated.¿ ¿exhibit ¿c¿ photos of the removal of the ¿gore-tex dual mesh¿ were provided; however, medical records dated (B)(6) 2018 procedure were not provided. The lawsuit complaint alleges that ¿at this time, [the patient] may be required to undergo future surgery on the area the hernia mesh was placed, together with surgery for her lesions on her kidney.¿ additionally, ¿[the patient] has suffered severe pain and discomfort, swelling, infections, bowl [sic] obstructions, lesions on the kidney, hysterectomy and the possible death of her infant daughter. [The patient] has suffered lost wages and lost earning capacity.¿ ¿[the patient] will also require future medical care.¿ additional information, including medical records, will be requested.